Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s dexcom g7 sensor failed to pair with the ilet despite bluetooth verification, phone and watch bluetooth being disabled, mode toggling between g7 and g6, and an ilet restart; the user then found the sensor was not fully inserted at the abdominal site while using a barrier patch, and planned to replace the sensor. Symptoms included hyperglycemia with a peak of 200 mg/dl for less than 30 minutes. Outcomes included no health consequences or impact, no alerts above 300 mg/dl for over 90 minutes, no ketone testing, no backup therapy, no medical intervention, and no assistance required. Investigation included troubleshooting and user education regarding sensor insertion, device pairing steps, and bluetooth management. Investigation of this case revealed that the issue was attributable to an incompletely inserted dexcom g7 sensor resulting in failure to provide glucose data to the ilet. It was concluded, based on previously established findings for similar reports, that user technique related to sensor insertion was the most probable cause.